Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and tortuous lesion in the superficial femoral artery (sfa). During the deployment of a 6.0x120mm absolute pro self-expanding stent (ses), the stent was noted to only be partially deployed when the thumbwheel was fully turned. Therefore, an attempt to manually deploy the stent was made by disassembling the handle, but with no success. At this point the partially deployed ses was removed and a 6.0x120mm non-abbott stent was used to complete the procedure. There was no adverse patient sequela nor clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis and the reported activation failure was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment.